Event description:
Initial complaint description: "as reported by the sales rep, right groin puncture to the left leg using a 6 x 85 crossover sheath, the fem-pop graft and then back into the popliteal. Distal end of fem pop is 100% occluded. Finish the procedure successfully. To remove the sheath the physician used a supracore 035 guidewire by (B) (4) for extra support starting pulling the sheath out of the groin, when the device was approx 20cm out of the body, it fractured. Wire braid from the sheath could be seen wrapped around the guidewire and 65 cm still in the body. Sheath was caught at the femoral artery. Physician did a cut down through the fascia, forceps were used to pull the rest of the sheath out of the body. At this point about 10cm were pulled out and broke again, leaving 55cm in the body. Vascular surgeon called dr (B) (6) to do a cut down of the femoral groin again grabbed with a pair of forceps and approx 20mm fractured from the sheath. Tried cutting down again and it broke again. Vascular surgeon then got a cut down tray and was able to pull out the rest of the sheath. Perclose device 6 fr was used to close the right fem artery. Pt was sutured and pt is doing fine. No unusual force was felt inserting the sheath."

Manufacturer narrative:
Device history record (DHR) review indicates the proper materials and mfg methods were used to produce this lot of materials. Pull force of valve/sheath joint was above the minimum spec on retained devices from same lot. The presumptive root cause is that the sheath encountered a force that exceeded the material strength causing it to break and unravel within the pt's body. The source of the force is unk but may be possibly attributed to the amount of calcification within the pt's vessels (reported as 100% occluded and/or tortuous anatomy).